Event description:
It was reported when using bd microtainer® tubes with k2e (k2edta) samples clotted and further inspection of unused tubes found 22 tubes without additive. No other health impact or consequences were reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting was observed but the same photos were used to confirm previously submitted complaint (B)(4). Therefore the complaint cannot be confirmed via photos. Additionally, fifty (50) retention samples were evaluated for visual presence of additive with acceptable results. Fifteen (15) samples representing each solution dispense position that was present in the retention samples were evaluated for quantity of additive with acceptable results. All retention samples met specifications. Complaints for sample quality are under statistical control for the month of january 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes missing additive and clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using bd microtainer® tubes with k2e (k2edta) samples clotted and further inspection of unused tubes found 22 tubes without additive. No other health impact or consequences were reported.